Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer noticed imprecision when testing survey samples and obtained a questionable low test result for one patient sample using the ureal urea/bun (bun) assay on the cobas 8000 c (701) module. All results are in units of mg/dl, and all were released outside of the laboratory. The initial result was 16. The doctor questioned the result because it was implausible and did not match the patient's previous results. The repeat result was 130. There was no allegation of an adverse event. The bun reagent lot number and expiration date were not provided. The field service representative found that the wash station did not work properly; water was coming out of the blank needle which was getting in the reaction cells. There were many cell blank alarms also. He modified the divider plate and primed the tubes, and cleaned the sample and reagent probes. Investigation activities are ongoing.

Manufacturer narrative:
The issue was resolved by the service activities and the customer has had no further issues. The root cause was the incorrect setting of the rinse water level.